Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of over-sensed noise and the right atrial (ra) lead exhibited episodes of noise. No intervention was performed and the patient will be further monitored. There were no patient consequences.